Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not showing communicating and download stopped. A technical support specialist dialed into the station; no disconnected mode was observed on the screen. Retrieved logs, no errors found in the data sync log, but multiple lumi errors were identified in the medapp debug. From the server, last download and upload were current. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was displaying an error message that device not communicating and download stopped, which located on mcath hold. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.